Manufacturer narrative:
Our investigation into the complaint has now concluded. No valid product code was provided, therefore the product which was the subject of the complaint could not be identified. Visual analysis was not able to confirm the reported failure mode as no photographs of the wound were provided. No lot number was provided, therefore a review of batch manufacturing records could not be conducted. Insufficient information was provided for a medical investigation to be carried out. On this occasion we are unfortunately unable to reach a definitive root cause of the problem.

Event description:
It was reported that the patient had a piece of material left in the wound 5 months after the primary surgery. Patient had to be hospitalized again in order to remove the small fragments left. Abdominal wound following laparotomy for peritonitis. The foreign material was removed and the patients wound healed appropriately thereafter. The patient is well at this time.